Event description:
Patient occured a revision of serf sunfit cup and liner due to pain that took place on (B)(6) 2024. On inspection of the explanted devices by the surgeon, it appears that these devices had been subject to excessive wear and related damage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.